Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the rv lead was capped due to impedance issues with high pace greater than 2000 ohms and high pacing thresholds. Lead revision preformed and new rv lead placed.